Event description:
The customer reported that when the paddles are in the paddle pockets, the device has the message "no shock delivered due to high impedance". There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.